Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the patient's programming history was performed. It was observed that a faulted system diagnostic test occurred on (B)(6) 2006 which changed the settings to 1ma, 20hz, 500 microseconds, 30 seconds on, 60 minutes off; magnet: 1 ma, 500 microseconds, 30 seconds on, when settings of 1 ma, 20 hz, 250 microseconds, 30 seconds on, 5 minutes off; magnet: 1.25 ma, 250 microseconds, 60 seconds on were intended. A final interrogation was performed, but the settings were not corrected on the same office visit. The settings were corrected on (B)(6) 2006. No patient adverse events were reported.